Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited loss of capture and loss of sensing. The ra lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.